Event description:
It was reported that the patient underwent l4-s1 fusion with implant of posterior rod/pedicle screw fixation l3-s1, dynamic segment at l3-4. Sometime post-op, a rod was broken and the patient underwent a revision surgery to remove hardware and fuse l3-4.

Manufacturer narrative:
The device or applicable films have not been returned to medtronic for evaluation. Unable to determine cause of the event.